Event description:
It was reported that patients ipg was difficult to be charged and was difficult to communicate with the remote control. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7035456.